Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported poor hearing perception with the device in (B)(6) 2018. The parents did not report the issue until they came to the clinic for flu treatment. No accident or head trauma has been reported. The hearing performance before the sudden loss of sound was very good. The user has been re-implanted.

Manufacturer narrative:
Audiologist.

Event description:
The user reported poor hearing perception with the device, which started on saturday, (B)(6) 2018. The parents did not report the issue until they came to the clinic for flu treatment. No accident or head trauma has been reported. Consultation will be arranged with the ent surgeon.